Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va0gec8, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was referred to a neurosurgeon. The doctor won't see the patient until the stimulation system was removed. The patient is only getting partial relief so willing to explant. The patient's permanent lead placement was difficult, and the patient's coverage was not exactly as it should have been. The patient was reprogrammed a couple of times with minimal improvement. The system was explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient mentioned that his device was removed because the wire broke and the doctor who put in the device put it in the wrong position and also mentioned that it is not working. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.